Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was examined under magnification. Under magnification, the batch numbers for the 1.5mm cann. Quick release driver tip (part number ht-0915) were confirmed as 426429. The driver had slight usage marks, and the laser marking was legible. The tip of the hex driver had been sheared off. The driver measured 3.414 inches indicating that approximately 0.102 inches remains implanted in the patient according to the event description. Encountering increased resistance can potentially have the effect of causing excess torque to be applied to the hex driver when reversing the screw; however, based on the information received, the root cause could not be determined.

Event description:
It was reported the patient's initial/primary surgery had taken place in (B)(6) 2010. On (B)(6) 2022 (event date), during a routine removal procedure, the driver tip broke. The broken piece of the driver tip was unable to be removed from the screw head and therefore remains in the patient's body. It was reported this issue did not prolong the procedure, and no other adverse patient consequences were reported. This report is related to report number 3025141-2022-00392 for the screw involved in this event.